Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after updating the ilet, the user observed three dashes on the display with no glucose readings, indicating signal loss between the ilet and the dexcom g6 transmitter, while the sensor and transmitter continued to function in the dexcom mobile app. Symptoms included no reported adverse clinical effects and the user stated blood glucose remained unaffected. Outcomes included restoration of glucose display on the ilet after reentering the transmitter serial number and allowing time for reconnection. Investigation included remote troubleshooting and user education to reenter the transmitter ID and wait for the link to reestablish. Investigation of this case revealed a temporary communication interruption between the ilet and the cgm transmitter that resolved with reconnection steps, with no device damage reported. It was concluded, based on previously established findings for similar reports, that the cause was a communication or pairing issue corrected by reestablishing the transmitter connection.